Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Three days after event onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection of vancomycin (1gm, route and frequency not reported) and injection of ceftazidime (1gm, route and frequency not reported) for peritonitis. Four days after event onset, the patient experienced cardiac arrest. The same day, the patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. The patient was recovering from the peritonitis event at the time of death. Antibiotic and pd therapy were ongoing at the time of death. No additional information is available.